Manufacturer narrative:
(B)(4).

Event description:
It was reported that a merlin transmission showed the device being in back up vvi mode. A device download was performed successfully. The patient condition was stable throughout the device interrogation and monitoring will continue.